Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that there are multiple complaints regarding accucath devices being used at this facility, that they are more painful for the patient to the point of having to be removed; that they are forming fibrin sheaths or clots at the end; and that the blood on the guidewire coagulates. Complainant facility reports no intervention was provided and no patient injury reported.